Event description:
The advocate stated that she was helping the customer use her microlet2 lancing device and she repeatedly scratched herself trying to remove the endcap from the device. The advocate contacted customer svc via email and did not provide any additional info. Customer svc responded to the email, but there has been no additional contact with the customer or advocate. At this time, no product will be returned.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510k cleared.